Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was associated with error messages from the implantable neurostimulator, issues charging the implantable neurostimulator, wear and tear on the recharger cord where it meets the antenna, the recharger cord becoming hot at the same location, and a controller message instructing repositioning of the recharger. The neurostimulator charge level was observed to increase to 93% before dropping to 0% and failing to charge. The controller displayed an error message indicating possible communication failure or inability to charge, with instructions to discontinue use. The insulation on the recharger cord was possibly coming out, with light gray visible where the rest of the cord was dark gray, and the cord appeared stretched. An ultrasound was scheduled but not yet performed due to a scheduling error. The patient confirmed no visible damage to the controller battery compartment or controller port. The patient was instructed to reset the controller and inspected the recharging antenna. The issue was not resolved, and a request was sent to replace the recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent wanted to add that while on call, patient stated they were suppose to have an ultrasound today but it was incorrectly scheduled so they are waiting to see if they can still get the ultrasound today or not. Pt called back stating they received the replacement recharger. Pt said the recharger was working great however pt said it was hard to unplug the recharger from the controller as if something would break if they pulled hard. Agent had pt pull the recharger. Pt reported they were able to unplug the recharger. Agent provided education.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6)] found electrical failure - scrapped due to low reading being 0 should be higher than 30. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.